Manufacturer narrative:
One capnocheck was returned for evaluation. Visual inspection of the device found it to be in fair physical condition, with a cracked case. Upon power up, the reported customer complaint was confirmed. Further visual inspection found the battery contact assembly to be broken, as well as the battery compartment to be broken all the way open. Both were glued back together and battery installed. Device then powered on as expected. The problem source has been determined to be user interface as a result of impact.

Event description:
Information was received that a smiths medical capnocheck has a battery housing issue. No patient was involved with this incident.